Event description:
Alleged ring break. Original implantation four years ago - dr. Was the surgeon. Since that time, pt has had major surgeries. Had infection, the original mesh implant wasn't large enough, had recurrence, mesh replaced with larger patch. Ring allegedly broke, punctured kidney/colon/intestine (different in each message pt left). Mesh was explanted in 2006 by dr.